Manufacturer narrative:
This incident occured in (B)(6). The information of product and patient is unknown. The date when the problem was occured is unknown. All the information received is as below.: the patient had a surgery for his/her lumbar fusion on (B)(6) 2018, and two screws broke recently. As soon as the further information is received, follow-up report will be submitted.

Event description:
The patient had a lumbar fusion on the (B)(6) 2018, where two pedicle screws broke recently.